Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later, a surgery was performed and upon inspection a crack in the right cylinder connection tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. Under microscopic observation bodily fluid was found inside the pump. The pump passed leak testing. The pump tubing was cut down to the pump block and was not returned for evaluation. Therefore, analysis could not confirm the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later, a surgery was performed and upon inspection a crack in the right cylinder connection ube was found. The pump was explanted and replaced. No patient complications were reported.